Event description:
The representative reported the device was used during a tubal ligation. It was reported while using three 512sd trocars the surgeon could not penetrate the peritoneum. After "the trocar was reactivated, pushed down, put the obturator in the trocar to try to get it into the pt. Pulled the trocar out and could not penetrate the peritoneum." The case was converted to an open procedure. 05/22/1998 the contacts message was listened to and the contact person is saying that the red lever would not go back up, it would only stay down.